Event description:
Event description boston scientific received information that for two weeks after a device replacement procedure, this chronic implantable defibrillation lead recorded pacing impedances of greater than 3000 ohms. Since that time, the impedance had gradually decreased but still remains outside the normal range for this lead. Engineering analysis of device data did not show any device issues that would cause high impedance on lead.